Event description:
Customer inquired about the insulin on board (iob) feature as customer's blood glucose (bg) level was low. During troubleshooting with tandem technical support, contact stated that the customer had been using the pump for two weeks and was still in the process of changing the settings and settings may have been increased too much. Reportedly, proper precautions were being taken to lower bg level. Iob was confirmed to be operating as intended.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.